Event description:
The initial reporter questioned a reactive result obtained with the kit cobas 58/68/8800 wnv 192t ce-ivd assay on the cobas 8800 instrument. The reactive result for west nile virus (wnv) was generated. The result appeared legitimate based on curve analysis. Confirmatory testing was conducted by the national reference laboratory and was reported as negative. However, further samples tested on (B)(6) 2024 were all reactive. Confirmatory testing was likely performed on the grifols panther system. The donor disclosed that they had received a japanese encephalitis virus (jev) vaccine a few hours prior to donation. Specific polymerase chain reaction (pcr) tests for usutu virus and jev are being conducted by the rare and imported pathogens laboratory (ripl) to investigate potential cross-reactivity. Both wnv and jev belong to the flavivirus genus and share genetic and antigenic similarities, which may contribute to cross-reactivity in the assay.

Manufacturer narrative:
The analysis was performed on a cobas 8800 instrument (serial number: (B)(6). The investigation determined that the cobas wnv assay performed within specifications, with no anomalies identified in the algorithm, hardware, or assay lot: k25276. A review of quality control data revealed no issues related to the reported event. The investigation concluded that the reactive result may have been caused by cross-reactivity due to nucleotide sequence homology between west nile virus (wnv) and other clinically relevant viruses in the flaviviridae family, such as japanese encephalitis virus (jev). The donor's recent administration of an inactivated whole-virus jev vaccine shortly before donation may have contributed to the observed result. The device remains in operation at the customer site, and no systemic product issue was identified.